Event description:
It was reported that whilst connected to the charging dock, the rechargeable battery malfunctioned, and the canister allegedly burst (date, and particulars of the alleged event or its circumstances were not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The rechargeable battery has not been returned to the manufacturer as of the date of this report.